Manufacturer narrative:
Concomitant medical products: (lot#pph0065x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of two large bilateral inguinal hernias. It was reported that after the implant, the patient experienced erosion of mesh into sigmoid colon/bladder, adhesions, fistula, and inflammation. Post-operative patient treatment included mesh removal, revision surgery, debridement, and colon resection.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of two large bilateral inguinal hernias. It was reported that after the implant, the patient experienced erosion of mesh into sigmoid colon/bladder, adhesions, fistula, pain, mental pain, foreign body response, acute blood loss, anemia, bacteremia, dehiscence, fistula, abscess, bladder leakage, septic shock, infection, fascial dehiscence, disability, impairment, loss of enjoyment of life, inflammation, disfigurement, wound bleeding, bloody stool, drainage, fascial dehiscence, and death. Post-operative patient treatment included mesh removal, revision surgery, debridement, admission to hospital, drains placed, small bowel resection, take down of adhesions, repaired the colovesical fistula, freed the vas deferens from the mesh, four-quadrant packing, removed the omental patch from the bladder repair, placed a wound vac to facilitate healing, removed wound vac, wound repaired, physical therapy, occupational therapy, and colon resection. Information received indicates the patient is deceased. No information was provided regarding the circumstancesof expiration.

Manufacturer narrative:
Additional information: b5, b7, h6(patient codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a1, a4, a5a, a5b, b2 (added life threatening), b5, b6, b7, h6 (patient codes, imf codes, device code, ime e2402: "abnormal hemoglobin, wbc, platelets, hematocrit, albumin, alkaline phosphatase, colitis, cystitis, bibasilar atelectasis, congestion/heart failure, lower lobe infiltrates and volume loss, panic disorder, acute organ dysfunction, ileus, lactic acidosis, hemorrhagic shock, malnutrition, pelvic urinoma, leukocytosis, acute metabolic encephalopathy, perioral hsv, elevated procalcitonin, cachectic appearance, lethargy"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of two large bilateral inguinal hernias. It was reported that after the implant, the patient experienced abnormal hemoglobin, wbc, platelets, and hematocrit, colitis, cystitis, bibasilar atelectasis, necrotic inflammation, foreign body- type giant cell reaction, congestion/heart failure, lower lobe infiltrates and volume loss, distended small bowel loops, bacterial infections, parainfluenza virus, mesh migration, slow ooze from pelvic line, ileus, lactic acidosis, hemorrhagic shock, weak and cachectic appearance, dehiscence of fascia, leukocytosis, acute metabolic encephalopathy, perioral hsv, hypophosphatemia, hypokalemia, malnutrition, elevated procalcitonin, panic disorder, pelvic urinoma, acute organ dysfunction, pleural effusion, hemorrhage, obstruction, weakness, dyspnea, hypoxia, diarrhea, hypotension, respiratory failure, blood clot, edema, pneumonia, altered mental status, lethargy, catheter associated urinary tract infection, ulcer, erosion of mesh into sigmoid colon/bladder, adhesions, fistula, pain, mental pain, foreign body response, acute blood loss, anemia, bacteremia, dehiscence, fistula, abscess, bladder leakage, septic shock, infection, fascial dehiscence, disability, impairment, loss of enjoyment of life, inflammation, disfigurement, wound bleeding, bloody stool, drainage, fascial "dehiscence", and death. Post-operative patient treatment included CT scan, chest x-ray, thoracentesis, abdominal x-rays, supplemental oxygen, colonoscopy with biopsy and cold snare polypectomy, sigmoid colectomy with hartmann procedure, vas deferens ligated, bladder closed, mesh removal, revision surgery, debridement, admission to hospital, ICU transfer, blood transfusion, intubation and ventilator use, medication, wound packing, reopening of laparotomy, catheter placement, drainage of abscess, acute rehabilitation, IV fluids, tpn, IV antibiotics, pain medications, wound care, drains placed, foley catheter, electrolyte repletion, nebulizers, PICC line placement, ng tube placement, peg placement, tracheostomy, small bowel resection, take down of adhesions, repaired the colovesical fistula, freed the vas deferens from the mesh, four-quadrant packing, removed the omental patch from the bladder repair, placed a wound vac to facilitate healing, removed wound vac, wound repaired, physical therapy, occupational therapy, and colon resection. Information received indicates the patient is deceased. No information was provided regarding the circumstances of expiration.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of two large bilateral inguinal hernias. It was reported that after the implant, the patient experienced abnormal hemoglobin, wbc, platelets, and hematocrit, colitis, cystitis, bibasilar atelectasis, necrotic inflammation, foreign body- type giant cell reaction, congestion/heart failure, lower lobe infiltrates and volume loss, distended small bowel loops, bacterial infections, parainfluenza virus, mesh migration, slow ooze from pelvic line, ileus, lactic acidosis, hemorrhagic shock, weak and cachectic appearance, dehiscence of fascia, leukocytosis, acute metabolic encephalopathy, perioral hsv, hypophosphatemia, hypokalemia, malnutrition, elevated procalcitonin, panic disorder, pelvic urinoma, acute organ dysfunction, pleural effusion, hemorrhage, obstruction, weakness, dyspnea, hypoxia, diarrhea, hypotension, respiratory failure, blood clot, edema, pneumonia, altered mental status, lethargy, catheter associated urinary tract infection, ulcer, erosion of mesh into sigmoid colon/bladder, adhesions, fistula, pain, mental pain, foreign body response, acute blood loss, anemia, bacteremia, dehiscence, abscess, bladder leakage, septic shock, infection, fascial dehiscence, disability, impairment, loss of enjoyment of life, inflammation, disfigurement, wound bleeding, bloody stool, drainage, fascial dehiscence, and death. Post-operative patient treatment included CT scan, chest x-ray, thoracentesis, abdominal x-rays, supplemental oxygen, colonoscopy with biopsy and cold snare polypectomy, sigmoid colectomy with hartmann procedure, vas deferens ligated, bladder closed, mesh removal, revision surgery, debridement, admission to hospital, ICU transfer, blood transfusion, intubation and ventilator use, medication, wound packing, reopening of laparotomy, catheter placement, drainage of abscess, acute rehabilitation, IV fluids, tpn, IV antibiotics, pain medications, wound care, drains placed, foley catheter, electrolyte repletion, nebulizers, PICC line placement, ng tube placement, peg placement, tracheostomy, small bowel resection, take down of adhesions, repaired the colovesical fistula, freed the vas deferens from the mesh, four-quadrant packing, removed the omental patch from the bladder repair, placed a wound vac to facilitate healing, removed wound vac, wound repaired, physical therapy, occupational therapy, and colon resection. Information received indicates the patient is deceased. No information was provided regarding the circumstances of expiration.

Manufacturer narrative:
(Updated ime e2402 to include: "bacteremia"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of two large bilateral inguinal hernias. It was reported that after the implant, the patient experienced erosion of mesh into sigmoid colon/bladder, adhesions, fistula, pain, mental pain, foreign body response, acute blood loss, anemia, bacteremia, dehiscence, fistula, abscess, bladder leakage, septic shock, infection, fascial dehiscence, disability, impairment, loss of enjoyment of life, inflammation, disfigurement, and death. Post-operative patient treatment included mesh removal, revision surgery, debridement, admission to hospital, drains placed, small bowel resection, take down of adhesions, repaired the colovesical fistula, freed the vas deferens from the mesh, four-quadrant packing, removed the omental patch from the bladder repair, placed a wound vac to facilitate healing, removed wound vac, wound repaired, physical therapy, occupational therapy, and colon resection. Information received indicates the patient is deceased. No information was provided regarding the circumstances of expiration.